Manufacturer narrative:
The customer¿s report of a channel disconnect event was not confirmed during the investigation, although a similar failure occurred during testing. Review of the pcu event logs could not confirm any channel disconnect events occurring during the entire range of the logs. Review of the pcu error logs confirmed 6 occurrences of error code 800.8000 (pcu15_general_os_failure) that occurred between 27february2016 at 3:32 pm and (B)(6) 2016 at 1:49 pm. One of these occurrences occurred on the day of the reported event ((B)(6) 2016) at 1:49 pm. Just prior to these errors pump module s/n (B)(4) had experienced a flo-stop open alarm and was restarted by the user a short time later. Testing of the returned system was performed. Replication of the keystrokes found in the logs was able to replicate a soft fault 255-16-275 with 800.8000 system error. The root cause of the channel disconnect issue was not determined. The root cause of soft fault 255-16-275 with 800.8000 system error is a software timing issue of starting the infusion on the pcu at the same time as clearing the alarm event on the pump module.

Event description:
The nurse reported that the pump "just went dead": the pcu displayed a channel disconnect message but no error code was on the screen. The modules were still infusing but had blinking red lights and the infusion doses and rates were not displayed. Infusions of norepinephrine (35mcg/min), vasopressin (0.04u/min), fentanyl (50mcg/hr), and acetylcysteine were changed over to a second system of a different pcu and four different modules. The nurse reported that she had not been touching or changing the infusions when the event occurred. The affected pcu and its 4 channels were taken out of service. There is no report of any patient harm or medical intervention.